Event description:
It was reported that the patient developed an infection discovered in the blood while wearing the device for 38 hours. The patient¿s blood glucose increased to 19 mmol/l (342 mg/dl). The patient reported symptoms of fever, abdominal pain, and ketones of 1.8. The patient was admitted to (B)(6) hospital on (B)(6) 2026 and diagnosed with an unspecified infection. The pod was removed at the hospital on (B)(6) 2026 and when removed it was noticed the cannula had dislodged and was bent. Blood tests and an ultrasound were performed to investigate the cause of the fever and abdominal pain, blood tests showed a high level of infection in blood, though the type of infection is unknown, and the ultrasound suggested a possible appendix issue. The patient was scheduled for magnetic resonance imaging, which ruled out appendicitis but identified unexplained fluid in the abdomen, which was still under investigation. The patient was treated with intravenous (IV) treatment to reduce ketones (unspecified what was administered), IV antibiotics for the infection (name and dose unknown), and paracetamol for pain and fever, insulin injection, and a new pod was applied. The patient was discharged from the hospital on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.